Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the reported issue could be determined.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event. The initial reporter did not provide the device's serial number.